Event description:
An olympus representative reported on behalf of the customer that the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited a probe damage error and broke off at the end of a therapeutic total laparoscopic hysterectomy (tlh). The probe broke inside the patient and was retrieved. The procedure was completed with a non-olympus device without any delay. There was no harm or user injury reported due to the event.